Manufacturer narrative:
The patient was the initial reporter.

Event description:
At 1:45 p.m., the customer obtained a blood glucose reading of 548 mg/dl on a contour next link 2.4 meter. At 1:49 p.m., the customer performed repeat testing on another meter and obtained a reading of 223 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.